Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 425 mg/dl. The customer also stated their sensor had inaccurate readings. Customer's sensor glucose read 85 mg/dl while their blood glucose was 425 mg/dl. The customer was able to treat their high blood glucose with juice. The customer also reported adhesive issues with their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.